Event description:
Complainant alleged that during a routine preventative maintenance check, the device's energy output was found to be out of the specified tolerance for the selected setting and message code "error 45" was displayed on the video screen. The complainant indicated that there was no patient involvement in the reported failure.